Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 3 708340, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3708320, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3487a-33, lot# va04wrx, implanted: (B)(6) 2014, product type: lead. Product ID 3888-33, lot# va02f2t, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product I d 3487a-33, lot# va04wrx, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that impedance measurements were taken and one contact pair was at 3000 ohms. The patient had two active programs, a1 and a2, and the therapy impedances were 402 ohms and 405 ohms respectively. Program a1 was at 5.0v with a pulse width of 450 microseconds with a frequency of 40 hertz. Program a2 was at 1.3v with a pulse width of 210 microseconds with a frequency of 40 hertz. They used their stimulation 24/7. The patient had a fall two weeks prior to the report and since then they had a loss of stimulation suddenly in their lumbar area. The patient was supposed to have their stimulation working in their lumbar and cervical regions. An x-ray was performed which confirmed a lead migration. Longevity calculations were performed since the patient had seen an elective replacement indicator (eri) message. Since the patient had fallen they had to turn their stimulation up to 10v and they weren't getting therapeutic effect. The stimulator was replaced on (B)(6) 2015 and the lumbar lead was revised. The patient was indicated for non-malignant pain.